Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon pinhole and an inflation test could not be carried out due to the balloon pinhole. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No issues were noted with the tip of the device. This failure is likely due to factors or conditions related to difficult patient anatomy such as stenosis, calcification or tortuosity and it is possible that this would have contributed to a rupture in the balloon material. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2021. During the procedure, the balloon was not inflated. The procedure was completed with another passport balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.